Event description:
It was reported that the probe was stuck. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the grasping section unable to open or close due to the detachment of the control handle axis pin. It was also observed that the outer sheath of the insertion section was loose and buckled.